Event description:
The user facility user reported a trackball arbitration - croi move issue when the probe temperature reaches or exceeds 40º c. The res color box cannot be moved and the pw & cw cursor which was already fixed, also exhibited the same phenomenon. We are in the process of collecting patient outcome information, but due to our commitment to the FDA, we are filing upon discovery of the potential adverse event before we have received patient outcome information. Unfortunately, due to the aware date, this information is not readily available and we are making every effort to obtain this information. Should we receive further information in regards to this event, we will file a follow-up report.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up #1 narrative: this supplemental report is being submitted to provide additional event information, provide the date new information was received, and update the patient code. Additional information was received and it was reported that a transoesophageal echocardiography (toe/tee) study was being performed when the reported phenomenon occurred. The study time was unable to be completed with the system. The patient underwent a repeat study which was completed on a different system. There was no patient or user injury reported. No additional information was provided. Follow-up #2 narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type,update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Background: the issue was created in 4.0c as a side effect of a 4.0c enhancement to remove an informational message on tee probes. Prior to 4.0c, when tee probes reached 40 deg c, a popup message was displayed to inform the user the transducer temperature was rising. On z6ms probes, the customer complained that this message was undesirable and confusing as it was assumed to be a warning message and not just informational. It was requested to be removed. Root cause: in the 4.0c release, when the popup message was removed, the sw changes did not cover one behavior interaction with the mouse cursor in previous versions of sw, when the popup message was displayed, it contained an "ok" button for the user to dismiss the message. To enable the user to interact with the "ok" button, the sw provided the user with a mouse pointer. This was fixed per an engineering defect for release in (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains the initial submission, fu#1 and fu#2.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information, provide the date new information was received, and update the patient code.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted on 10/04/16. Additional information was received and it was reported that a transoesophageal echocardiography (toe/tee) study was being performed when the reported phenomenon occurred. The study time was unable to be completed with the system. The patient underwent a repeat study which was completed on a different system. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Background: the issue was created in 4.0c as a side effect of a 4.0c enhancement to remove an informational message on tee probes. Prior to 4.0c, when tee probes reached 40 deg c, a popup message was displayed to inform the user the transducer temperature was rising. On z6ms probes, the customer complained that this message was undesirable and confusing as it was assumed to be a warning message and not just informational. It was requested to be removed. Root cause: in the 4.0c release, when the popup message was removed, the sw changes did not cover one behavior interaction with the mouse cursor in previous versions of sw, when the popup message was displayed, it contained an "ok" button for the user to dismiss the message. To enable the user to interact with the "ok" button, the sw provided the user with a mouse pointer. This was fixed per an engineering defect for release in vb10d (4.0d).